Event description:
As reported: "about two months after the initial surgery, the patient experienced pain and visited the hospital, where it was found that the nail had fractured. At that time, a fracture of the trochanteric region was also observed. Revision surgery is planed at (B)(6) 2026.".

Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.